Manufacturer narrative:
Product and data files were not returned for review. The root cause of gastrointestinal bleed was unable to be determined as limited clinical details were provided and no product was returned for review. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported while on impella 5.5 support, the patient experienced a gastrointestinal bleed and black/tarry stool. Heparin was withheld and the patient received a unit of packed red blood cells. Support continued with the implanted pump following the intervention. The patient was successfully weaned and explanted.